Event description:
It was reported that the interpulse handpiece with coaxial fan spray tip was being used in a total knee procedure when it came apart. It was confirmed that the tip and no fragments of the tip entered the surgical site.

Event description:
It was reported that the interpulse handpiece with coaxial fan spray tip was being used in a total knee procedure when it came apart. It was confirmed that the tip and no fragments of the tip entered the surgical site.

Manufacturer narrative:
The device was evaluated and the reported event was confirmed. The device was scrapped at the manufacturer.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.